Event description:
The patient developed bacteremia with pseudomonas. Transesophageal echocardiography showed prosthetic valve endocarditis with vegetations. Intraoperatively, there was a large vegetation on the posterior leaflet. The valve was explanted and replaced with 29mj-501.